Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was unavailable from the dr's office.67xna

Event description:
An abutment broke in function. Pt info was not provided.